Manufacturer narrative:
The insulin pump had no audio tone due to a broken transducer wire.

Event description:
The customer stated, the insulin pump had no audio tones. Troubleshooting was performed and no audio tones were heard during the tone test.